Manufacturer narrative:
Reported event was confirmed by review of op notes device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. Constrained liner has broken. There had clearly had been chronic impingement which led to failure. The cup was vertical and under-anteverted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: cocr modular head, item # 163667, lot # 196450, unk constrained liner. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02834. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent revision procedure approximately seven years post initial surgery due to implant fracture, dislocation, impingement and malposition. The cup, liner and head were revised. Attempts to obtain additional information have been made; however, no more is available.